Event description:
After pre-dilatation with a 2.5mm angioplasty balloon, a 3.0mm diameter by 15mm length s670 over-the-wire stent delivery system was inserted to treatment a lesion in the circumflex coronary artery. It was not possible for the stent to cross the severely calcified target lesion, therefore it was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled back into the guide catheter, causing the stent to dislodge half in the guide catheter and half in the left main artery. A 2.0mm balloon was tracked through the undeployed stent, moving the stent to the proximal circumflex artery where the stent was deployed. The physician did not follow the instructions for removal of an undeployed stent since the device was pulled into the guide catheter while it was engaged in the coronary artery. The target lesion was successfully treated with another MFR's stent. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event.